Manufacturer narrative:
Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by the pfizer manufacturing site within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed.

Event description:
Event verbatim [preferred term] a wire-gelfoam stapedectomy procedure for otosclerosis  [off label use], a wire-gelfoam stapedectomy procedure for otosclerosis  [device use issue], 2 patients who showed minimal or no improvement in hearing [therapeutic product ineffective], , narrative: this is a literature report for the following literature source: "comparison of wire-vein and wire-gelfoam prostheses in stapedectomy for otosclerosis", annals of otology, rhinology & laryngology, 1973; vol:82 (2), pgs:149-152. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "otosclerosis" (unspecified if ongoing); "wire-gelfoam stapedectomy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "a wire-gelfoam stapedectomy procedure for otosclerosis"; therapeutic product ineffective (intervention required, medically significant), outcome "unknown", described as "2 patients who showed minimal or no improvement in hearing". The patient underwent the following laboratory tests and procedures: postoperative test: unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (18may2023): this is a follow-up report from the product quality group. Updated information included: UDI number and the investigation results. Additional information: the product quality group provided the following investigation results: UDI: (B)(4). Conclusion: "the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by the pfizer manufacturing site within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed". An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed., comment: the events of off label use , device use issue and "2 patients who showed minimal or no improvement in hearing" are serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. The follow-up information received does not alter the previous company clinical evaluation. This case will be reassessed when additional information is received.

Event description:
Event verbatim [preferred term] , a wire-gelfoam stapedectomy procedure for otosclerosis  [off label use], a wire-gelfoam stapedectomy procedure for otosclerosis  [device use issue], 2 patients who showed minimal or no improvement in hearing [therapeutic product ineffective], , narrative: this is a literature report for the following literature source(s): "comparison of wire-vein and wire-gelfoam prostheses in stapedectomy for otosclerosis", annals of otology, rhinology & laryngology, 1973; vol:82 (2), pgs:149-152. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "otosclerosis" (unspecified if ongoing); "wire-gelfoam stapedectomy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "a wire-gelfoam stapedectomy procedure for otosclerosis "; therapeutic product ineffective (intervention required, medically significant), outcome "unknown", described as "2 patients who showed minimal or no improvement in hearing". The patient underwent the following laboratory tests and procedures: postoperative test: unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the events of off label use , device use issue and "2 patients who showed minimal or no improvement in hearing" are serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.